Event description:
Explanting physician reported, implant rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Explanting physician reported implant rupture. The device has been explanted. This record relates to the left side.